Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On 19-june-2024, it was reported by the patient that infusions set fell off at the time of playing, tape not sticking. No further information was available.